Manufacturer narrative:
The comfort hard-soft bite splint (upper) was manufactured per physician's prescription (rx) and returned for analysis. The investigator reviewed the returned parts with production; the upper tray was returned with the original case. The edge was smooth and no major cracks were found. The device's layers were intact and did not separate. The device was observed to be very clean and there was no discoloration observed. The case was returned in a good condition with the label. It was reported the patient was allergic to the acrylic. However, production confirmed that acrylic is not used to manufacture or readjust the device. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin test. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted. Model number: not applicable. Catalog number: not applicable. Lot number: not applicable. Expiration date: not applicable. UDI number: not available.

Event description:
It was reported that a patient experienced an allergic reaction after using a comfort hard-soft bite splint (upper). According to the information provided by the doctor, the patient had some localized swelling of his upper lip, where he came into contact with the acrylic of the night guard (unknown date). The patient failed to report on his health history that he had a long history of reactions to acrylic. The patient is doing great as he stopped wearing the device after one night of use.